Event description:
It was reported during device change out, externalized conductors and fracture were observed via fluoroscopy. During an attempt to remove the lead, the patient became asystolic and was very uncomfortable due to a drop in blood pressure. The procedure was stopped and the lead was capped. About two weeks later, a heart bypass was needed and the lead was completely explanted at that time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 15.0cm was returned in two segments for analysis. Externalized conductors due to external insulation abrasion were noted at 9.8-14.5cm from the distal end. The etfe coating was intact at this location.